Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6); implanted: explanted: product type recharger product ID wr9230 lot# serial# (B)(6); implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a recharger. The reason for call was patient reported it was taking 3-4 hours to charge the implanted neurostimulator. At first patient thought it was normal to take 4-5 hours to charge and then patient was told it should not take that long. The issue had been going on for the last month or so. Patient spoke with a medtronic representative last week and was told to call patient services. Patient confirmed they were getting excellent or good recharging quality. Reviewed to check the recharging speed. Patient used the equipment used on the call. Patient went into the recharging app. It was taking a long time to connect. Patient then got the screen saying to get the highest number and maintain position. All 3 numbers were displaying dashes. Had patient reset the recharger. Patient tried again and all numbers were at zero. Patient repositioned the charger and the numbers remained at zero. Patient had no falls no trauma. A request was sent to repair to replace the recharger. Additional information was received from patient and mentioned they got a blue docking station but there was no wireless recharge (wr) in the package. Agent instructed patient to check case to see if the wireless recharger was there. Patient confirmed finding the wireless recharger and confirmed there was 3 bars. Patient opened the recharger application, patient mentioned the wr shows an orange light, the handset showed not found and patient pressed switch recharger then enter of the wr manually. Patient turned on the wr and the handset showed implant 50% charging at a good connection. Agent reviewed with patient to charge their implantable neurostimulator(ins) and to monitor. The troubleshooting steps taken on call resolved the issue. Additional information was received from patient and stated that they are still having a hard time charging with their new recharger. It is taking three hours to charge from 40-100%. Agent advised patient meet with their manufacturing rep or physician and keep a diary of their sessions.